Event description:
I am practicing ophthalmologist specializing in cataract surgery. The FDA has recently approved the alcon lensx which is a femtosecond laser for performing parts of cataract surgery. There are increasing and worrisome reports about severe, potentially blinding complications due the laser. I have no personal info about any such patient but there are 2 surgeons who have had complications who the FDA should be talking to. One is (B)(6), md in. The other is (B)(6). I strongly suggest someone from the FDA investigate before more pts are subjected to this expensive, unproven, and now apparently dangerous procedure.